Event description:
It was reported that the patient died. Follow-up was attempted to obtain the relevant information; however, no additional details are available at this time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode.

Manufacturer narrative:
The exact date of death is unknown at the time of this report. The date provided is the approximate date received on information related to the change in patient status. If information is provided in the future, a supplemental report will be issued.